Event description:
A pocket infection was reported. Patient was hospitalized. It was stated that patient had a seroma; "hot, red pocket with wound liquid". Blood parameters for infection were high. Location was the device pocket and catheter track. Drugs delivered via the device were morphine and clonidine.

Manufacturer narrative:
Catheter model: 8780, lot# 0205986041, implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).